Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target area was an occlusion with heavy calcification in the proximal right coronary artery (rca). An non-abbott guide wire was used to cross the lesion and an unspecified 3.5 mm balloon was used to pre-dilate the lesion. A xience prime 3.5 x 33 mm stent was advanced; however it failed to cross the lesion. Resistance with the anatomy was felt during withdrawal of the device and the proximal edge stent struts were noted to be flared less than 90 degrees. A xience prime 3.5 x 28 mm stent was successfully delivered and implanted. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.